Event description:
Death of patient following orthopaedic cementing procedure.

Manufacturer narrative:
The retained samples were conditioned and tested at an ambient temperature of 23 deg c. All results were reviewed and they are all within specification. A search of the complaint databases found one previous complaint against the product code and lot code combination. A review of device history records found one non-conformance on this batch for deagglomeration. This non conformance does not affect the complaint failure mode. Micro and sterility tests passed. The investigation did not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
The correction/removal reporting number listed applies to the corresponding product code sold domestically